Event description:
It was report that the cardiosave intra-aortic balloon pump has helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that before use, the cardiosave intra-aortic balloon pump has helium leak. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11.corrected data: b5,b6,b7,d10,h6(clinical&impact).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) had went into the site and inspected the device and replaced the (d004-00-0093) pressure tube, (d997-00-0565) helium reservoir for helium leak the (d441-00-0194) console cover was replaced due to damaged. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The helium reservoir assembly part number 0997-00-0565 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with visual damage (valve damaged). The failure analysis and testing dept. Could not install the helium reservoir assembly into the cardiosave test fixture serial number (B)(6) and verified the leak failure as per factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. Helium reservoir will be held in the fat dept. Per procedure number 0002-07-d008 revision ak. The failure analysis and testing dept. Could not install the console case p/n 0441-00-0194 (damaged case) into the cardiosave test fixture and tested the console case to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the console case failure "console case damaged". Retaining the console case in the fat dept. Per procedure 0002-07-d008 rev ak. The failure analysis and testing dept could not install the tubing p/n 0004-00-0093 into the cardiosave test fixture serial number ca204345l1 and tested the tubing to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the tubing failure "damaged hose".. Retaining the hose in the fat dept. Per procedure 0002-07-d008 rev ak. See the attached file for reference. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.